Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported that the implant was loose and moved. The surgeon was performing an acdf, anterior cervical decompression fusion, and placed a 10mm curved trial in place and removed the traction on the patients head to provide compression on to the trial. He requested a 10mm curved implant be opened which was then placed in place without traction on the patients head. The implant was loose and moved around the disc space. The surgeon re- inserted the trial to check the fit and the trial was snug and had no movement at all. This report is to request investigation of the implant and trial to confirm size matching. In this scenario there was no patient impact and the surgeon reverted to a femoral strut graft. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The items were sent to the relevant project manager for investigation. Functional tests have shown that the returned articles are fully functional. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The examination of the raw-material testing certificate and of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and as the complaint condition could not be reproduced the complaint is considered invalid and a non-issue. No product fault could be detected. We are not able to comprehend the mentioned problem but be assured that we will be monitoring these kinds of complaints. So far no similar complaints are known.